Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of 128 ohms with the patient's previous device. The device was replaced for an unrelated issue, and the lead and new non-boston scientific device had a shock impedance of 140 ohms. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.